Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose value associated with the triggered suspend event was 122 mg/dl, sensor glucose value that triggered the suspend event was 54 mg/dl. Insulin delivery was suspended due to sensor values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. There was calibration not accepted alarm which led to the change sensor. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications. See attached file for results.